Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported on the critical pump error 53 alarm. Troubleshooting was performed and the customer was able to clear the alarm. Customer was able to complete the rewind process as well and pump passed elf-test. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and a serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. Pump passed the leak test. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53((B)(6) ) alarms on (B)(6) 2024 at 23:32:31.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, label damage (stained), and stained keypad overlay. Pump error 53((B)(6)) alarms confirmed in the pump history/trace files on (B)(6) 2024 at 23:32:31.000 due to possible hardware error. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.